Event description:
The patient was treated for an infrarenal aortic aneurysm in 2006. Aneurysm size was 55mm. In 2009, computed tomography showed a possible type ii endoleak with an aneurysm size of 68-69mm. The patient has advised, she will not be returning to this doctor for care. No further information will be available.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Code - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.